Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining blood glucose readings of 6.5 mmol/l with the subject meter and 3.9mmol/l on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on 04/21/2015 and evaluated by lifescan product analysis on 04/27/2015 with the following findings: the meter has passed testing with no faults found. The reported complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1: the additional MFR narrative box of the original 3500a submission should have read; the meter involved with this complaint has been returned on 04/21/2015 and evaluated by lifescan product analysis on 04/27/2015 with the following findings: the meter has passed testing with no faults found. The reported complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/15/2015).the patient¿s test strips have been returned on 4/10/2015 and evaluated by lifescan product analysis on 6/2/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.